Event description:
It was reported that the patient had an inappropriate shock due to the oversensing of noise via low intrinsic amplitudes. To address this, the device was reprogrammed from the secondary vector to the primary sensing vector. Later, there was another inappropriate shock due to the oversensing of myopotential noise via reduced intrinsic amplitudes. The system was reprogramed and the patient will be monitored via the latitude system. There were no additional adverse patient effects. The system remains implanted.